Event description:
It was reported that the delivered jts drive unit didn't work. It was further reported that the instructions were precisely followed without success.

Manufacturer narrative:
The investigation concluded that the alleged non functioning drive unit was caused by a broken fuse holder wire. It has not been determined how the fuse holder wire became broken, the test report completed prior to release of the device for this procedure indicated that the device was fully functional when released. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. A replacement drive unit was supplied to the health care facility and on the (B)(6) 2018 it is reported that the lengthening procedure was completed successfully. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the delivered jts drive unit didn't work. It was further reported that the instructions were precisely followed without success.

Event description:
It was reported that the delivered jts drive unit didn't work. It was further reported that the instructions were precisely followed without success.

Manufacturer narrative:
The investigation concluded that the alleged non functioning drive unit was caused by a broken fuse holder wire. It has not been determined how the fuse holder wire became broken, the test report completed prior to release of the device for this procedure indicated that the device was fully functional when released. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. A replacement drive unit was supplied to the health care facility and on the (B)(6) 2018 it is reported that the lengthening procedure was completed successfully. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.